Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported problem of "no image" was failure of the patient board or dp board.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined no image was present due to a printed circuit board failure. In addition, it was determined the camera connector did not remain inserted in the socket.

Event description:
A demonstration device was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was noted that no image was present. This report is submitted for the malfunction of no image. As this was found during in-house service, there was no patient involvement.